Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the locking mechanism on the a1059 mayfield modified skull clamp was relatively easy to move between lock and unlock. There was no known patient involvement or surgery delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - record showed no abnormalities related to the reported failure. The reported complaint is confirmed from the evaluation. The swivel lock loose with rotational and lateral movement while in the locked position. The observed condition is likely caused by wear and tear. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.